Event description:
An angiodynamics associate territory manager reported an issue with a 19cm solero applicator. The applicator was tested successfully at 100w for 10 seconds; therefore, it was inserted percutaneously into the patient, using a posterior approach while patient was prone. The unit was set at 140w for 4 minutes, and the procedure began; however, after 10 seconds, a "high reflected power" error message occurred. The clinician attempted to perform the ablation twice but the error persisted. Due to this error, the decision was made to remove the probe and replace with another same device. Upon removing, it was noted that the ceramic tip cleanly detached and remained in the patient. Ultimately, the tip was removed, after making an additional incision, and the procedure was completed with another same device. It was noted that a 17g coaxial needle and 18g biopsy device were placed and then the applicator was inserted approximately 1.5-2cm from these adjunct devices.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one 19cm solero applicator. As received, the distal ceramic tip of the probe was detached as reported by the customer. The ceramic tip was not returned for evaluation. The cable was cut from the probe by the end user, therefore, functional testing of the returned probe could not be performed (i.e. Could not confirm hrp). The ceramic tip of the device was completely missing from the shaft. The center conductor was not visible. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, broke or loosened the ceramic tip allowed the tip components to detached. The inside of the semi-rigid outer jacket does exhibit some charring. There are small copper "spatters" indicating the copper center conductor melted. A small mandrel will insert ~2mm before hitting solid material. The root cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of probe tip fractured and detached was confirmed. Although the reported complaint description is confirmed, a definitive root cause cannot be determined. Device history record review of the packaging and assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).